Manufacturer narrative:
Date sent to the FDA: 4/6/2022.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2005. (B)(4) submitted for the adverse event which occurred on (B)(6) 2006.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and suburethral sling was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced severe pelvic pain. It was reported that the patient underwent removal surgery on an unknown date. The other procedures are captured in separate files. No additional information was provided.